Event description:
Unacceptable rate of failure of leak test of anesthesia equipment. Ge tec 6 plus desflurane vaporizer used with a ge avance anesthesia machine. The avance has a built-in semi-automated leak test, called the "low p leak test". We have had frequent repeatable failures when the desflurane vaporizer is included as prescribed in this test, set to 1%. These failures can cause delays in surgical cases, or not having needed equipment available. We have had 14 vaporizers fail and be replaced in the last 9 months.